Event description:
Olympus (oit) was informed that a customer (B)(6) camera head was returned to the regional repair center for a reported "it doesn't transmit any vision" which was discovered after an unspecified procedure. No patient injury or harm was reported to olympus.

Manufacturer narrative:
The evaluation of the referenced device confirmed the customer's reported issue as the device displayed no image. Further inspection found the cable of the camera is kinked/deformation and potentially caused the image condition. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the image issue. Based on the results of the investigation, a broken internal cable resulted in communication failure. However, the definitive root cause of the broken internal cable could not be determined. Olympus will continue to monitor field performance for this device.